Event description:
Related manufacturer report number: 2017865-2024-00271. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. Oversensing resulted in inappropriate mode switch. The left ventricular lead was found to have chronically high capture thresholds. Imaging revealed that the atrial lead was not allowing for stylet advancement, but no physical anomalies were noted on either lead. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.